Manufacturer narrative:
The reported defective device was retained by the end user's risk management. However, an investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).

Event description:
While tunneling a dialysis catheter, the plastic tunneler sleeve shattered as it was being pulled through the tunnel track. An incision was made along the entire tunnel and the sleeve fragments were successfully removed from the pt. The procedure was successfully completed with another catheter. No further harm was reported to the pt.